Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, further described as the patient not washing their hands, which resulted in bacterial peritonitis. The peritonitis manifested by abdominal pain and the patient went to the emergency room (ER) where they were diagnosed with peritonitis. At the ER, they were given unspecified antibiotics (dose, route and frequency not reported) and discharged the same night. The abdominal pain continued and two days after the ER visit, the patient went back to the hospital where they were admitted for the peritonitis. The treatment included unspecified antibiotics (dose, route and frequency not reported). The patient recovered from the peritonitis and was discharged from the hospital. The pd therapy was ongoing. No additional information is available.